Event description:
Leica biosystems rec'd a complaint regarding sub-optimal processing of 400 samples processed on a run(s), which were started on (B)(6) 2013 and completed on (B)(6) 2013. The complainant described the affected tissue samples as "slushy" and not properly dehydrated; and advised that the laboratory was re-processing the affected tissue samples using an alternative tissue processor. A leica field support specialist (fss) provided applications support by telephone in association with this complaint. Based on the info provided, the fss requested that the laboratory investigate bottle 12 (ipa). The bottle was found to be very dirty and the ipa concentration was 20%. On (B)(6) 2013, leica biosystems rec'd info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 12 (ipa) was replaced and the corresponding reagent station reset at 08:18am on (B)(6) 2013 prior to commencement of the protocols from which sub-optimal tissue processing was reported. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the default concentration 100% was to be set for bottle 12 (ipa). However, the ipa concentration in bottle 12 was 20% when measured by the laboratory. This finding indicates that the manual replacement process was not correctly completed for this reagent. Bottle 12 was used in final dehydration/clearing step in the protocols from which sub-optimal tissue processing was identified because the instrument software uses reagent concentration to select reagent stations when executing a protocol. The reagent with the highest concentration is always used before changing to another reagent group or type. The minimum final reagent concentration required for ipa is 95%. The consequences of using ipa at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a use error which occurred during the replacement of bottle 12 completed prior to commencement of the affected protocols.